Event description:
It was reported that the device failed the barrel clamp test. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced sizer, barrel clamp, rear case, tube drive, wiper seal, front cover, carriage block assy, small/large gear claw, rt iui, and lower housing. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/23/2015 to the present date 09/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the sizer sensor caused failed barrel clamp test.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed the barrel clamp test. No patient involvement.